Event description:
Three quarters of the way through the procedure at the 7 o'clock position, as the physician was retracting the helical retractor the service loop detached from the tissue mold. The physician was able to successfully pull the distal end of the helical retractor into the distal chassis prior to safely removing the device. There were no pt issues.

Manufacturer narrative:
Findings: the service loop disconnected from the tissue mold elbow due to a mfg process issue. (B)(4), released on (B)(6) 2009, validated a change to the bonding process which increased the process capability cpk from 1.0 to 1.78. This malfunction report is now being reported after written feedback from (B)(6) regarding this failure type.